Event description:
It was reported that during a training/demo of the davinic system, the vertical column of the console monitor faulted 23055 with p1 of 3e indicating the vertical axis. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced module motor vertical axis due to 23055 faults and surgeon side console (ssc) vesicle column motor will not lower. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The module motor vertical axis was analyzed, and logs showed the vertical column of the ssc monitor faulted 23055 with p1 of 3e indicating the vertical axis. Performed troubleshooting and checked connections on the mceb board j11, j22, j21 and j5. Possible motor 374845 or encoder 188454. Performed a visual inspection and found no problem related to reported issue then installed on an internal eft system and powered on. Once system powered on, was unable to move vertical up or down. Vertical motor does not move and replicated reported 23055 error. The complaint was confirmed based on the field evaluation/failure analysis. The probable root cause can be attributed to a component or module issue, causing electrical and fiberoptic defects.